Event description:
A customer reported that during a cataract surgery, the surgeon noticed low aspiration. A plastic material was found to be obstructing the fluidics management systems tubing. The issue was resolved through product replacement. There was no report of harm to the patient. Additional information has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of three complaints reported for this issue. This is one of four complaints for the finish goods lot for this issue. The order was built and released per specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint is not known. Without a sample, it is not possible to isolate the root cause. (B)(4).